Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly, post reset error alarm and low battery alert on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the insulin pump was performed. Customer advised they were able to clear the post reset error alarm. Customer advised they replaced the battery on the insulin pump however the issues with blank display and the other alarms remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the self-test, sleep current measurement, active current measurement and displacement test. Insulin pump was received with normal operating currents. No unexpected low battery alarm or pump error alarm noted. Insulin pump was monitored for several hours and no blank display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. However, unexpected replace battery, replace battery now and power loss alarm noted in the insulin pump history due to connector resistance (printed circuit board). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, stained keypad overlay, serial number label fading, cracked retainer and minor scratched lcd window.